Manufacturer narrative:
H10: per the additional information obtained, it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The device evaluation found the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was discolored, the variable stiffness knob was damaged, the control body aspiration housing colored ring was worn, the insertion tube was out of alignment, the up/down angulations were out of specification, and there was evidence of play in the up/down and left/right angulations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis lucera elite colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed there was foreign material in the air/water housing, air/water channel, and jet auxiliary tube. This report is being submitted for the event found during evaluation. There was no patient involvement.